Event description:
It was reported that while transporting a pt into a hospital they attempted to make it easier for the pt to step from the cot by moving the cot down to a half position. The pt sat onto the cot and the next moment the cot collapse down. The pt did not sustain any injuries.

Manufacturer narrative:
Out of adjustment bowden cable.